Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was completed with another manufacturer's device. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was successfully implanted in the patient. At some point during the procedure a pericardial effusion was noted via echocardiogram. Patient was stable at that time; therefore, no interventions were performed. The day following the procedure, the pericardial effusion was still present. A pericardiocentesis was performed to remove approximately 350 ml of blood. No further complications were reported. Patient is stable and was discharged.